Event description:
The customer stated the serial number label is missing. It is unk if the label fell off or was warn off. The customer stated that they do not clean the device. A request was made for the return of the suspect device and replacement product was sent.